Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of a low voltage lead the helix wouldn't retract and the stylet went further into the lead than usual. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned stretched from original length 58 cm to 60 cm. And with the inner insulation breach/separate observed due to pull/ stretch/overstress. Proximal conductor and inner insulation buckling were also observed. Inner insulation breached causing distal and proximal conductor shorting each other¿s. A stretched lead with buckling of the inner insulation. May not fully transfer torque to the helix when turning the is-1 connector pin. Stylet insertion could not be performed because the lead was returned with severe damage. If information is provided in the future, a supplemental report will be issued.